Manufacturer narrative:
A ge service representative performed an onsite investigation. The system identification was changed back to its correct version; vas8, and the cine drive was formatted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not provide the option to perform a cine run. No patient injury was reported.